Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 428mg/dl. Customer states that hospitalization happened because unable to change set at time and blood glucose got high due to unable to change set. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.